Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on 06/2015 with a high blood glucose level of 646 mg/dl. The customer was treated for their blood glucose with IV fluids and manual injections. The customer was not feeling well the night before the hospitalization. The customer was not wearing the insulin pump during their hospital stay. The customer did not return the product back for analysis.